Event description:
It was reported that the ¿metal cap on fiber just came off.¿ no other details available.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture proximal to fiber/cap fusion zone, near the metal cap open end; the glass cap and metal cap were detached and not returned; the outer flow tube exhibited moderate signs of contamination, likely biologic; the outer flow tube exhibited signs of damage/melting at the open end location. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.